Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions, and h11 have been updated. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. Provided imagery was evaluated, and it was noted that the esheath distal tip was torn. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The complaint for sheath distal tip torn was confirmed based on evaluation of the provided imagery. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process, and/or by manufacturing process variation. These factors may increase resistance during advancement of the crimped thv through the distal tip. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review

Manufacturer narrative:
Investigation is ongoing.

Event description:
Per report received from france, it was a case of an implant of a 26mm sapien 3 ultra valve in aortic position by transfemoral approach. During the procedure, unusual resistance was felt when the valve was crossing the distal part of the esheath+, but the valve was eventually able to exit the tip of the esheath and the procedure continued. After the valve deployment and device removal, it was noted that the distal tip of the esheath+ was torn. The patient did not suffer any injuries.